Event description:
(Recall alert) sunbeam heating blankets and pads are very defective. My family and I has/have purchased over ten, which poses a risk, of safety issues, a hazard, injury, and catches fire. Electrical problems must be recalled. This is a quality control problem. Location: home/apartment/condominium. Number of victims involved: 3. Location of injury: hand (self), head (other), chest, other. Type of injury: bruising, scratches (other), burn (self), nerve damage (other). Relationship to this victim: self, my spouse, other relative. Purchased from: (B)(6). Purchase date: (B)(6) 2017.